Manufacturer narrative:
Sections with additional information as of 09-aug-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were returned- defect found on returned strips: high results. Reported defect not reproduced on returned meter. Product evaluation has been completed. R&d investigation has been completed and root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-072: vial left open for an extended period of time.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 198, 268, 212, 224 and 222 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 10/31/2024 and open vial date is 06/2023. The meter memory was reviewed for previous test result history: result 1: 198 mg/dl date: 6/29/23 time: 9:46 am fasting result 2: 268 mg/dl date: 6/28/23 time: 6:49 am fasting result 3: 212 mg/dl date: 6/27/23 time: 6:18 am fasting result 4: 224 mg/dl date: 6/27/23 time: 6:18 am fasting result 5: 222 mg/dl date: 6/26/23 time: 8:29 am fasting.